Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the patient was explanted on (B)(6) 2016. The patient's device never worked; stimulation wasn't in the appropriate area. The rep wasn't sure if there was really any issue with the implant. It was noted that the rep did not retrieve the product to send in for analysis. The rep didn't have the implant information and the patient declined any inquiry from the rep. Additional information received from the rep reported that as far as he understood from the notes the device worked but never provided coverage of the painful areas.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.